Manufacturer narrative:
(B)(4). Batch # p93021. Investigation summary the device was received in good physical condition, with no apparent damage. The device was tested on the generator and received a ¿close jaws and reactivate¿ error message. The electrical testing of the device also confirmed an open circuit which would lead to a ¿close jaws and reactivate¿ error message. The ¿replace instrument¿ alert screen was displayed after receiving two consecutive alert screens and is advising of a potential issue with the instrument. The error message "reactivate" could not be duplicated in our investigation. The device was investigated and the cause was found to be the distal contact was splayed and not in full contact with the shaft. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown procedure, a close jaw and reactivate error message occurred continuously ¿ trouble shooting included cleaning, detaching cable and reattaching cable. Another device used as the same problem persisted even when the generator was changed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Upon further review of risk documents, harm and severity for this device failure mode, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.